Event description:
A journal article was reviewed which contained information regarding this lead. The left ventricular (lv) lead had dislodged. The lead was reprogrammed and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.